Event description:
The customer reported the system intermittently locks up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended. (B) (4)